Manufacturer narrative:
Investigation is ongoing. This one of two related complaints. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-04166.

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach in aortic position, the esheath was inserted without problems but severe resistance was encountered when pushing the commander and valve through the esheath. It was almost impossible but managed to get the valve through. Then during valve alignment which was in a straight section of the aorta, the valve could only be pushed half way onto the balloon and would not move any further. Therefore, it was decided to remove all devices and the vessel had to be repaired surgically. A new kit was taken and with the new devices the implantation was successful. As seen on the provided imagery, the second valve was not between the alignment markers prior to inflation. However, the valve was well implanted. This was confirmed by the site. The valve moved after retracting the pusher. As per CT scan, access vessel tortuosity was present. As per pre-deco evaluation, it was seen that the marker band of the sheath tip is missing and there was some delamination. The implanting doctor assumes that the marker dislodged happened outside of the patient but this cannot be 100% confirmed. Nothing unusual was seen during procedure.

Manufacturer narrative:
Additional information: the edwards expandable sheath (esheath) was returned to edwards for evaluation. The returned sheath was visually inspected for any abnormalities. Visual analysis revealed the liner was fully expanded as designed and had no liner tear. The sheath shaft was observed to have been delaminated due to the withdrawal of the delivery system (delamination is approximately 2" in length from the distal tip). Sheath distal tip damage was observed. The marker band was observed to be missing. Deep scratches were observed along the sheath shaft. No applicable functional or dimensional testing could be performed due to the returned condition of the device (liner fully expanded/delaminated, marker band missing). During manufacturing the esheath undergoes multiple 100% inspections. The liner is visually inspected for wrinkles/damage, holes in the proximal liner, presence of the marker band, and to ensure that the distal edge of the marker band is within specification. Visually inspected to check is the seam is straight, if the liner seam is uniform along the shaft, and if the distal end of the seam is within specification. The marker band bond is visually inspected for raised adhesive on the marker band or liner and if adhesive is on all 4 sides. The sheath shaft assembly then undergoes final dimensional and visual final inspection by manufacturing. After sterilization, the sheath seam is visually inspected on sample devices from each lot under a sampling basis during product verification testing. The lots can only be released if the product verification samples pulled from each lot pass all required tests. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. A work order and lot history was performed and did not reveal any issues which could have contributed to these complaints. A review of the complaint history from december 2016 to november 2017 revealed 19 other returned complaints for the 16f edwards esheath introducer set (all models) for sheath shaft resistance with delivery system. Additionally, the review revealed that the edwards expandable sheath (esheath) set occurrence rate did not exceed the november 2017 control limits for the trend category of ¿resistance between devices.¿ a review of the complaint history from december 2016 to november 2017 revealed one other returned complaint for the edwards esheath introducer set (all models and sizes) for sheath distal tip separated marker. Additionally, the review revealed that the edwards expandable sheath (esheath) set occurrence rate did not exceed the november 2017 control limits for the trend category of ¿separated.¿ a review of the complaint history from december 2016 to november 2017 revealed 14 other returned complaints for the edwards esheath introducer set (all models and sizes) for sheath distal tip liner delamination. Additionally, the review revealed that the edwards expandable sheath (esheath) set occurrence rate did not exceed the november 2017 control limits for the trend category of ¿liner delamination.¿ CT and cine imagery was also provided to edwards for review. However, the provided imagery did not include images of the first sheath and delivery system, which pertains to this complaint. Provided cine images only show the second sheath and delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes are not required at this time. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath distal tip ¿ separated marker,¿ and ¿sheath distal tip ¿ liner delamination¿ were confirmed. Sheath shaft ¿ resistance with delivery system, bc a review of complaint history suggests that patient or procedural factors may have contributed to the reported resistance. Per the physician training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. From the provided imagery, there appears to be slight tortuosity in the patient¿s access vessels. Tortuous patient anatomy can create sub-optimal angles that would result in a difficult pathway for advancement of the delivery system. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definitive root cause could not be determined at this time, available information suggests that patient factors/procedural factors may have contributed to the reported event. Sheath distal tip ¿ separated marker and sheath distal tip ¿ liner delamination the thv profile over the inflation balloon is larger than over the crimp balloon. The combination of a larger thv profile and possible non-coaxiality between the thv and the sheath during delivery system removal, could have caused the thv to catch onto the sheath tip. In addition, if residual fluid was left in the balloon after valve deployment, the enlarged balloon profile could also catch on the sheath tip and create withdrawal difficulty. When withdrawal difficulty was encountered, the subsequent device manipulation and applied force could then have resulted in the observed liner bunching and delamination, causing the marker band to become exposed and eventually separate. Per the complaint description the ¿nothing unusual was seen during procedure¿ and there was no report of embolization, indicating that the marker band likely separated outside of the patient. As such, available information supports that patient and/or procedural factors contributed to the liner delamination and procedural factors likely contributed to the marker band separation. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath distal tip ¿ liner delamination¿ were confirmed but no manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the events. The occurrence rates for did not exceed their respective trend control limits, therefore no corrective or preventative action is required. The complaint for ¿sheath distal tip ¿ separated marker¿ was confirmed but no manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to the event. A pra was previously initiated for risk assessment and corrective (or preventative) actions were addressed through a CAPA. The occurrence rates do not exceed trend control limits, therefor no further corrective or preventative action is required. Trending for this issue will continue to be monitored.